Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester indicated that a piece of plastic material was discovered in the tunnel of the pt's leg. The harvester did not inspect the device and continued on with the procedure completing it with the same device. The procedure outcome was successful with no injury to the pt. The piece of material was retrieved from the original incision and returned to maquet cardiac surgery. The harvester alleged that this had occurred on 5 prior occasions, but had not stated it to anyone until this time. The 5 other event dates are unk. These 5 prior events also occurred during evh procedures and the pieces of material were removed from the original incisions for each case, with no other pt effects reported. For each of the 5 prior cases, the initial devices were used to complete each case. Those products were discarded.

Manufacturer narrative:
Investigation summary: product was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that a small piece of white material was returned. The maquet products that were used in the procedure were not returned. The piece of foreign white material was approx 1x3mm, and moist, but not bloody. The piece was further inspected using magnification. It appeared to be part of a suture-like material. It exhibited some elastic properties and was also somewhat brittle. It was concluded that the returned piece of white material did not belong to any of the products involved in the procedure as none of the products used in the procedure, mfg by maquet, exhibit the properties mentioned above. Based upon these findings, the reported complaint could not be confirmed. No further eval could be performed aqs the device used in the procedure were discarded. A lot history record review was completed for the reported product lot number. There was no non-conformance which could be attributed to this failure mode. The reporter also alleged that five similar events occurred where a foreign material similar to the one returned was found in the tunnel and was removed through the original incision. The maquet products and foreign material were discarded once the procedure was completed; therefore, a product eval could not be performed. Also, the lot numbers for the products were not reported; a lot history record review could not be completed. (B)(4).